Event description:
Utilizing interrupted 2-0 pledgeted sutures on the aortic side, a #22 xenograft cryolife homograft was selected and sewn in place proximally. Stitches were placed within 1 mm of each other to obtain the best hemostasis possible. Following this, right and left coronary artery buttons were fashioned and then sewn over buttons of felt to the homograft with running 5-0 prolene suture. Additional cardioplegic solution was infused and then the graft was tapered and sewn distally over strips of felt with running 3-0 prolene suture. The pt was rewarmed. The aortic crossclamp was removed. A spontaneous sinus rhythm was found. Temporary atrial and vent wires were placed. The pt was weaned from bypass with adequate hemodynamics. It was noted that, despite protamine sulfate, there was still oozing which appeared to be in the noncoronary cusp/ant leaflet/aortic mitral curtain area. Despite placing several sutures from the outside, complete hemostasis was not obtained. Therefore, the pt was reheparinized, placed back on cardiopulmonary bypass, recrossclamped, additional cardioplegic solution was infused. Distal anastomosis was taken down and the homograft was then placed in anterior location. The graft was then sutured, pt rewarmed, crossclamp removed and sinus rhythm ensued. The pt was weaned from bypass once again, but perfect hemostasis was not obtained and so decision was made to place pt on the pump a third time, take out the homograft and replace it with a second homograft. Pt was reheparinized, placed back on bypass, etc and so the previous homograft could be excised. All the stitches apeared to be intact, but despite this, the pt continued to bleed. There were no rents in the homograft and no holes that could be ascertained. The homograft was excised and a #21 xenograft homograft was sewn in place according to procedure. Pt weaned from bypass a third time and although, hemostasis was not perfect, eventually were able to maintain and gain hemostasis with blood products, fresh frozen and platelets. Eventually it was dry enough to where they could close.